Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the atrial lead had possible insulation and conductor fractures, decreased bipolar and unipolar impedance, low unipolar impedance, and pocket muscle stimulation. The lead was capped and replaced. No patient complications have been reported as a result of this event.